Manufacturer narrative:
The following two subject devices were returned to olympus medical systems corp. (Omsc) for evaluation. The lot no. Of one device was 93k and the manufacture date is march 11, 2019. The lot no. Of another device was 92k and the manufacture date is february 4, 2019. However, we could not find which device was used first or second. Followings were confirmed for both two devices. There were no scratches and fractures on both probes and grasping sections. The tissue pads of both product were not worn. There was no malfunction when the probe checks were conducted with usg-400 and td-sb400. They could output with pushing max buttons and var buttons. Turning on usg-400 with stepping on the footswitch, footswitch errores were displayed. Turning on usg-400 with pushing the handswitch, handswitch errores were displayed. The manufacturing record was reviewed and found no irregularities. Because of above results, footswitch errors were not because of the malfunction of sonicbeats. Automatic outputs were not reproduced.

Event description:
During a hernia repair, the first device was used. Footswitch error occurred at first activation. The user unplugged the footswitch but footswitch errors frequently occurred. Therefore, the user exchanged the first device for the subject device. The error was resolved but the second device activated output automatically for a few seconds. The intended procedure was completed with another device. This is the report regarding automatic output of the second product.